Event description:
It was reported three devices exhibited a low battery voltage when pulled from the company representative's bag. This device was warmed and battery voltage improved, but then decreased again. The devices were not used. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary (B)(4): the device was returned and analyzed. No anomalies were found.